Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of approximately 400 mg/dl after the pump battery ran down; the user performed a supply change and was advised to conduct a fingerstick check and call back if the glucose did not decrease or was higher on fingerstick. Symptoms included hyperglycemia without reported injury. Outcomes included user education and troubleshooting guidance with no alarms reported and no hospitalization. Investigation included review of the event details, counseling on verification by fingerstick, and instruction on follow-up if glucose levels did not improve. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified at the time, and no component-specific failure was observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.